Event description:
It was reported by the customer that a pyxis anesthesia es system had a communication issue. The customer has indicated that drawer was not functioning and was not being detected on the communication bus. They plan to replace the station with a different one and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of retractor cable. A field service engineer reseated the retractor cable connection to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.